Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, customer loaded a new cartridge to resolve the issue. Customer declined further troubleshooting with tandem technical support and declined to provide further information.